Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer¿s blood glucose level was 40 mg/dl. Customer treated their low blood glucose via carbs. Customer¿s current blood glucose level was 367 mg/dl. Customer declined to troubleshoot for their high and low blood glucose levels.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.